Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. The battery compartment was found to be cracked alongside the pump. Corrosion was also found in the battery compartment. Pump leaks were observed at the battery compartment. The pump was opened; moisture damage was found inside pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The battery compartment reportedly was cracked. There was reportedly moisture and corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap.